Event description:
The date of the event is estimated. (B)(6) nurse reported that a pt underwent a breast reduction procedure using quill srs 2-0 pdo for subcutaneous layer closure, ethicon 3-0 monocryl for subcuticular layer, and steri-strips for skin closure. Approx one week post operative, the pt developed itching, followed by an onset of redness and swelling of the periarelar and inferior breast regions bilaterally. After her symptoms worsened, she was hospitalized and treated for infection/inflammatory response. Cultures showed no growth. After further clinical investigation, it was discovered that the pt has chronic allergies to multiple foods and other products and sees an allergist weekly for treatment. She was then treated with steroids, tagamet, and vistaril which resolved the symptoms. No ethicon or quill srs products were removed. The pt is healing well with no further complications. The surgeon believes that this is an individual reaction related to this pt. As noted: cultures showed no growth. After further clinical investigation, it was discovered that the pt has chronic allergies to multiple foods and other products and sees an allergist weekly for treatment. The surgeon believes that this is an individual reaction to this pt.

Manufacturer narrative:
The date of the event is estimated. The item/lot number for the 2-0 pdo product used by this physician was not disclosed. There were no samples returned for eval. None of the devices were returned for eval. The lot number was reported as unk. Furthermore, a review of the device history record could not be performed without the lot code info. None of the devices were returned for eval. No product eval could be performed. (B)(4), -item # unk, quill srs, 2-0 pdo, lot# unk.